Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl at the time of incident and treated with glucose tablet. Customer was unsure that the auto mode feature on insulin pump was active or not. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer was not alleging that the insulin pump was over delivering. It was also reported that the customer had issue with sensor. The insulin pump will not be returned for analysis.